Event description:
Patient intubated and sedated when registered nurse received orders for immediate ventilation perfusion (vq) scan. Patient prepped for transport. When IV pump was unplugged, it beeped once and immediately quit working. Levophed and propofol were infusing. The nurse was on the unit and not off the floor, and another IV pump channel/brain combo was fortunately available.